Event description:
It was reported the patient does not have any stimulation therapy from his scs system. The patient stated his scs system stopped working approximately four years ago. Follow-up identified the patient had his scs receiver explanted and replaced. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.